Manufacturer narrative:
The device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). The lesion was pre-dilated with an unspecified device and the 3.0x18mm xience xpedition stent delivery system (sds) failed to advanced over the unspecified guide wire and the shaft broke outside the guiding catheter. Therefore, the sds was safely withdrawn. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and material separation were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty to advance appears to be related to circumstances of the procedure. Although the reported difficulty to advance was not replicated during return evaluation it is likely the device interacted with the guide wire in combination with procedural contaminates (blood/contrast) causing the reported difficulty to advance. Additionally, a conclusive cause for the reported material separation could not be determined as the device was returned and the separation was not confirmed. The account was contacted and confirmed the correct device was returned for evaluation. A there is no indication of a product quality issue with respect to manufacture, design or labeling.